Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the customer was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. However, internal (B)(6) had been opened to investigate significantly lower inratio inr results than the reference result.

Event description:
The customer reported a (B)(6) 2016 variance between the inratio inr result of 5.6 and the laboratory inr result of 11.3. Timing between tests is unknown. Therapeutic range: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Below is a timeline of events as reported by customer: initial report of may 2016 inratio= 5.6 unconfirmed by hospital report provided by customer. The patient had light oral bleeding approximately two weeks prior to hospitalization. There is no evidence or allegation that the inratio inr system caused or contributed to the bleeding. On (B)(6) 2016: inratio inr result= 6.8. On (B)(6) 2016: inratio inr result= 7.5. The patient visited physician for increased oral bleeding. The physician advised to hold phenprocoumon and go to hospital if condition did not improve. Dosage change by physician was supported by clinical presentation. On (B)(6) 2016: the patient was taken to the hospital via ambulance for oral bleeding in front of teeth and in lower jaw. The patient also had erysipelas on lower left leg after insect sting. Laboratory inr result= 11.03 (2:58 pm). The patient was administered vitamin k based on the laboratory result and bleeding stopped. The patient was also given amoclav for erysipelas. Laboratory inr result= 2.29 (8:00 pm). On (B)(4) 2016: labatory inr result= 1.48 (8:00 am). On (B)(4) 2016: patient left the hospital in a stable general state of health. The patient was born in 1945, but exact date of birth and age unavailable.